Event description:
The patient slipped and fell on the floor about a month ago. A few days later, her legs were vibrating and it affected how she walked and stood. The vibration was different than what her normal stimulation was like. She had misplaced her programmer and she was not able to turn the stimulation off. The patient ordered a new patient programmer and it was being shipped overnight. It was recommended that the patient make an appointment to have her system analyzed. Additional information has been requested, a follow-up report will be sent if additional information becomes available. The patient had 2 systems implanted, it was unclear which system was affected (see also manufacturer's report # 3004209178201002265).

Manufacturer narrative:
(B) (4).